Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. It is happening every 5-10 minutes, but the patient is very stable and still able to be up moving around. She feels that is happens less often when he is sitting still. There is no blood or visible kinks in the iab tubing. A chest xray shows that the balloon is low and she says that while it has been it, it has migrated many times and repositioned. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.